Event description:
Steris booms were put in at (B)(6) medical center one year ago. Throughout the year we had problems with the video monitors either going off and on during a case or having green horizontal lines and then going off for a short time. Steris was contacted multiple times and they provided engineers, observed cases, placed replacement equipment parts on site. The problems persist and the problems are becoming more frequent. The most recent cases occurred on (B)(6) 2013 monitor (B)(4), pt (B)(6) during a lap choley. The physician stopped while the monitor went off, then continued. On (B)(6) 2014 monitor (B)(4), with (B)(6) during an umbilical hernia repair. On (B)(6) 2014 monitor (B)(4) with pt (B)(6), the monitor blacked (B)(6) 2014 continued. The monitor blacked out during the procedure twice within 10 minutes. On (B)(6) 2014 monitor number (B)(4). On (B)(6) 2014 monitor (B)(4), in pt (B)(6) during a lap choley. The physicians wait till the monitor comes back on before continuing surgery. We currently have steris booms installed in operating rooms number 1, 2, 3, 4. The monitors were at first going out most of the time in operating room number 2 and steris thought they had fixed the problem. Now the incidents are occurring in all of the operating rooms with the steris booms. There is concern that the equipment is defective and will cause pt harm if not removed and replaced immediately.